Event description:
The customer reported that a red alarm was not reported to the information center ix acoustically and though he observed that alarms were operating correctly at the time he went to the unit to observe the device, he still requested onsite evaluation of the central monitor to confirm correct operation of audible alarms. No patient harm was reported related to the issue described with the information center.